Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the injection site was separated from the female luer lock adapter. A whitish mark was observed on the male luer of the injection site. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bond between the tubing and the injection site of an interlink catheter set was not bonded together. There was no patient involvement. No additional information is available.